Manufacturer narrative:
Serial number: (B)(4). Software version: 3.8.5. Color: grey. Battery life remaining: <7 months. Per visual inspection: cap does not fit securely to inpen and missing injection foot. No physical damage to cartridge holder or cap belt clip was noted. Customer reports: cap is loose and cap clip is damaged. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. The customer complaint of cap no longer staying attached was confirmed. However, no physical damage to cap clip was noted.

Event description:
Information received by medtronic indicated that the inpen had a broken cap clip. No harm requiring medical intervention was reported. The device was returned for analysis.